Event description:
Device returned from medtronic with no oos or clinical data. Explant date not available.

Event description:
Device returned from medtronic with no oos or clinical data. Explant date not available.